Event description:
On (B)(6) 2013, the patient reported that he had a nervous breakdown about three months ago and started having "manic" behavior about one year ago. It was determined that his vns device had died by another physician. Attempts will be made for additional information. No additional information has been provided.

Event description:
The patient inquired on how to get his device replaced due to end of service (eos) condition of his battery because he has had another two nervous breakdowns, like the ones he had in 2013 when he was initially told that it was at eos. He also commented that he still had intermittent choking, voice issues and left ear pain, but it is not consistently happening with stimulation like it did before. No surgical intervention has occurred to date.

Event description:
Clinic notes were received for the patient's referral for generator replacement. The notes were handwritten and indicate that the patient "reports various side effects relative to vns system. Don't know if the system is actually working or not." No surgical intervention has occurred to date.

Event description:
It was reported that this patient¿s generator was explanted. The explant facility is historically a no return site and specified to discard explanted devices after surgery. No other relevant information has been received to date.